Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 rails were failed and required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2 needed rails. The field service engineer (fse) verified the customer's issue. The main full-height smart drawer two had two cubies that had failed, and the slide rail was damaged. The fse found that the retractor band was broken. The fse replaced the right slide rail and the retractor band. The customer was able to recover successfully. The fse logged into the hardware test application (hta) and ran a final test on the main full-height smart drawer two. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.